Event description:
Pt reported that pump 449142 just stopped running and pt had to restart pump. The pt added that it had occurred multiple times since that time. Pt confirmed the battery cap was screwed in. Sent pt new pump. Pt reported having an off day and was a little short of breath. Contacted mdo. No other info available. United therapeutics. Dose or amount: 40 ng/kg/min, frequency continuous, route: sq. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.